Manufacturer narrative:
Product ID 8709sc, lot # n189151026, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient's entire device system was explanted due to infection. It was indicated that the patient originally was implanted at a facility and later had a catheter revision at a different facility on (B)(6) 2012. It was reported that "sometime after that" she developed an infection. It was indicated that the patients concentration and dose was very high so the patients managing physician lowered her dose over time. There were no patient symptoms reported. At the time of this report the patient was alive and without injury. The drug delivered via pump was compounded baclofen.